Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed alarm. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm and was able to complete rewind. Customer stated that the alarm occurred shortly after inserting a new battery. Customer was experienced multiple insulin pump error alarms after battery change. Customer was advised to monitor the insulin pump and may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.